Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and noted a tear/defect on the lens. The lens also tried to flip while being inserted. The lens was removed during the same surgery, with no patient injury. The backup lens was implanted but the surgeon also noted a small tear/defect on that lens. The surgeon felt the tear would not affect the patient's vision, so the lens remains implanted - see MFR. # 2023826-2015-00666. The patient is very happy with her vision.

Manufacturer narrative:
Tears or nicks can occur at any stage from manufacture to surgical manipulation. Based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; torn material; unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and one other complaint was found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. The injector, cartridge and foam tip plunger were not returned. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).